Event description:
Following surgical treatment of a herniated disc in (B)(6) 2009, the xclose tissue repair system was implanted to re-approximate the anulus fibrosus of the intervertebral disc. The patient subsequently approached a different surgeon, reporting recurring back and leg symptoms. Dr (B)(6) performed spinal fusion to treat post-laminectomy syndrome with instability. During the surgical procedure, the surgeon noted dense scar tissue adhering to the nerve at the margin of the disc. A portion of the expulsed xclose device was found at the junction of the nerve and the scar tissue. The t-anchor with attached suture was removed without incident.